Manufacturer narrative:
A supplemental report is being submitted for the completed engineering evaluation. Sections b.4, g.3, g.6, and h.2 have been updated. Corrections were made to h.6: device code, type of investigation, investigation findings, and investigation conclusion. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery was provided by the site which revealed the patient's right access vessel had the presence of calcification. The degree of calcification was reported to be ''moderate.'' The complaints for resistance between system components, difficulty advancing through sheath, and sheath distal tip torn were unable to be confirmed as no device/relevant imagery were provided. However, no manufacturing nonconformance was identified during evaluation. Review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. The failure mode is likely related to improper expansion of the sheath tip during thv advancement and/or patient factors (calcification) may have contributed to the complaint event. However, a definitive root cause was unable to be determined. A product risk assessment (pra) was previously initiated to document investigation and assess associated risks for the issue of improper tip expansion. Additionally, a corrective action/ preventative action (CAPA) was created and captures process improvement activities regarding tip expansion, which were identified during the previous investigation. As reported, ''during a right transfemoral tavr procedure with a 16fr esheath+, there was a considerable amount resistance in the sheath while inserting the 29 mm commander delivery system. Upon removal of the esheath+, an irregular tear at the distal tip was noted.'' While a definitive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. As such, it is possible that improper tip expansion contributed to the experienced delivery system advancement resistance at the sheath distal tip and the distal tip tear. In addition, patient's access vasculature was characterized by ''moderate'' calcification. Additionally, it was observed through the provided imagery that there was calcification present in the patient's right access vessel. Calcification could also contribute to non-coaxial advancement angle, causing the valve struts to catch on the sheath tip and leading to increased resistance during advancement and tearing the tip. Calcification can also create a constrained effect on the sheath leading to sub-optimal conditions for distal tip expansion. As such, the failure mode may be related to improper expansion of the sheath tip during thv advancement and/or patient factors (calcification) may have contributed to the complaint events. However, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by the field clinical specialist, during a right transfemoral tavr procedure with a 16fr esheath+, there was resistance in the sheath while inserting the 29 mm commander delivery system. There was no difficulty faced inserting the esheath into the patient. The expansion tool was used, and the loader was able to be fully inserted into the esheath housing. The delivery system became stuck at the end of the blue portion and the system was withdrawn from the patient. Upon removal of the esheath+, an irregular tear at the distal tip was noted. The patient's outcome was stable, and there was no patient injury.

Manufacturer narrative:
Investigation is ongoing.